Event description:
Healthcare professional reported right side "folds of the elastomer". Patient later reported right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 a review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: crease/folding of implant : unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.